Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead perforated the patient. The lead was repositioned and remained implanted. The patient's condition was stable post procedure and was asymptomatic. The patient would be followed normally.